Manufacturer narrative:
Unknown/not provided. Telephone number: (B)(6). Other: it was indicated that the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's left (os) eye due to poor refractive outcome - high myopic outcome. The patient was not happy with her vision since day 1 post-operation. The replacement lens is a model za9003, 23.5 diopter lens. It is noted that the patient's vision has improved. The customer also indicated that the lens has been discarded. No additional information provided.